Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device exchange. With the new pacemaker installed the frequency of atrial tachycardia/fibrillation increased so a cather ablation was performed. During procedure, pacing failure and undersensing was observed. More information was requested but not provided.